Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color change strip on a 5f exoseal vascular closure device (vcd) did not change color, resulting in a failure to close the vessel. The puncture site was compressed for 20 minutes, and an unknown femoral artery compression device was used for hemostasis. There was no evidence of hematoma, no adverse events, and no reported injuries to the patient. This was at the end of a cerebral angiography procedure via femoral artery puncture. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa.